Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker system experienced a syncopal episode and was admitted to the hospital. The health care professional provided emergency services reported heart rates in the 20s. Additional information from the field representative provided a successful interrogation was completed. In addition, the field representative provided the capture assessment was good and the device was pacing. This pacemaker remains in service. No additional adverse patient effects were reported.